Event description:
Customer reported via phone, the insulin pump alarmed button error and the keypad was unresponsive. Customer's blood glucose was 194 mg/dl. Customer was attempting to bolus when the key scrolled on their own. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or unexpected numbers keys scrolling during our testing. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, cracked lcd window and scratched reservoir tube window.